Manufacturer narrative:
Initial reporter phone number (B)(6) manufacturing location listed as (B)(4). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported after using the bd microtainer® contact-activated lancet, that the patient had a piece of foreign matter embedded in their finger at the site of puncture.